Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the yellow (gnd) wire was open inside the trunk cable. The cause of the code (B)(4) is the open yellow wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient received a code (B)(4) .